Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, upon final release of the valve from the delivery catheter system (dcs), the frame loops would not release when the capsule was fully retracted. The specified manipulation to release the frame loops, per the instructions for use (IFU), resulted in the valve to dislodge slightly above the targeted location. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.